Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. Following implant, it was noted that the capture threshold had increased. Prior to discharge, it was noted that intermittent capture was exhibited by the lp. The lp was explanted and replaced. The patient was stable.